Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the green light was not flashing on transmitter when connected to the sensor. Customer's blood glucose was 129 mg/dl. It was reported that due to issues, customer had a low blood glucose of 45 mg/dl and was hospitalized on (B)(6) 2015. Customer's healthcare professional recommended that customer continue using sensor. Customer' mother was not able to locate test plug for transmitter. Caller was advised that test plug, charger and transmitter would be replaced.